Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient accidentally fell and the plastic cannula of the infusion set broke off from the headset. The cannula remained under the patient's skin. The patient's blood glucose level was "over 33 mmol/l". The patient's mother was going to take him to the hospital. There was no further information available regarding the outcome or treatment. No adverse event reported. Return of the suspect device was requested for evaluation.

Event description:
It was reported the patient accidentally fell and the plastic cannula of the infusion set broke off from the headset. The cannula remained under the patient's skin. The patient's blood glucose level was "over 33 mmol/l". The patient's mother was going to take him to the hospital. There was no further information available regarding the outcome or treatment. No adverse event reported. Return of the suspect device was requested for evaluation. Additional information was provided regarding the incident. The patient's mother got another headset and snapped the connector off to simulate what had happened at the time of the incident and found that both the plastic connector and the teflon cannula came away together. The mother therefore assumed that this is what happened to the headset which broke when the patient fell over and did not take the patient to hospital as she assumed that the cannula was not in the patient's body (though she could not confirm this at the time as the plastic connector that snapped off could not be found). Since then the patient has been fine and there has been no redness, swelling, infection or other reaction at the site that the headset was inserted on the patient's body at the time of the incident. The patient did not have cannula surgically removed as the mother believes this came away with the plastic connector of the headset and so was not left in the patient's body as a result of this incident. The product has been discarded; therefore, no product will be returned for evaluation.